Event description:
It was reported that during an implant attempt, it was not possible to get a p wave measurement without advancing the helix on the lead because of noise. It was determined that the noise was not coming from the pacing system analyzer or from the connection cable. The lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found.